Event description:
Boston scientific received information that during a device replacement procedure, high atrial impedance measurements greater than 3,000 ohms were noted. Previous daily measurements indicated the impedances had been between 1,000 to 1,500 ohms, with a recent spike of 1,953 ohms. There was no noise on the lead. Isometrics or pocket manipulations were not attempted. Intrinsic p-wave sensing was unable to be measured, but per a review of the daily measurements, they had always measured around 3.5 mv approximately four days earlier there was an in clinic check and all atrial measurements were within normal limits and stable. The ra lead was surgically abandoned. A new ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.